Manufacturer narrative:
A record was originally determined to be not reportable. A retrospective review of complaints related to this complaint was conducted to reassess reportability. Based on this additional evaluation, it was determined that this complaint meets the criteria for reporting and is now being submitted accordingly, leading to a late report.

Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the bipap a40 device, the service technician visually inspected the device and from the device data, error codes e-46 (cpu cannot communicate with the flow sensor using i2c bus) and e-47 (cpu cannot communicate with the pressure sensor using spi bus.) Were identified by the service technician. E-46 and e-47 are ventilator inoperative codes; and although the service manual states to replace the pca, the technician did not state in the repair evaluation which component(s) should be replaced to correct the error. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dirt/dust and tobacco contamination present. The device was scrapped by the service center after the evaluation was completed.